Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? Were any concurrent devices implanted? Were there any intra-operative complications? Please provide the mesh exposure symptoms and diagnostic confirmation. Describe the surgical intervention for the exposure including findings. Were any deficiencies or anomalies noted with mesh device? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent placement of a suburethral sling on (B)(6) 2025. One month of placement follow-up consultation highlighted vaginal erosion. On (B)(6) 2025, the patient underwent excision of the eroded part and closure of the vagina. Additional information has been requested.